Event description:
A health care provider (hcp) reported that the patient was having a head MRI for slurred speech. The procedure was not due to a problem with the patient's device or therapy. The patient was admitted to the hospital at the time of this report. It was unknown if the symptoms were related to the patient's device or therapy. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.